Event description:
It was reported that the automatic collimator was in need of adjustment. The auto collimator delivers a smaller field with an error larger than 3%.

Manufacturer narrative:
(B) (4). The ge service rep completed the collimator sizing calibration. The system operates as intended. (B) (4) 06/18/2009.